Event description:
Patient reported having left side "moderate" breast pain and having "a lump or thickening in or near the breast or in the underarm area". Patient later reported "lymph nodes are protruding from under the arms, that there has been a hard lump formation" and that breasts feel hard. Later, (B)(4), our contract research organization (cro), reported: "diagnosed with connective tissue disease: yes" and "wegener's granulomatosis" (assessed as not device related). This record is for the left side. Device remains implanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The reported events are physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: lymphadenopathy and granuloma.